Manufacturer narrative:
(B)(6).

Event description:
It was reported that during impacting the anchor broke. No patient injury was reported.

Manufacturer narrative:
Device was returned for evaluation. Visual assessment of the inserter shows the inner shaft is bent approximately 45 degrees. The anchor is bent and deformed on one side at its proximal end. Dimensional assessment of the inner shaft confirmed it met print specifications. The condition of the device indicates axial alignment was not maintained during insertion of the anchor. Per the devices IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿. Use error may have been a contributing factor to the event. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that anchor broke during impact. Broken pieces were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.